Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.